Manufacturer narrative:
Other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's battery was overdischarged. The lead was inserted and the battery was changed. The issue had been resolved. Additional information received from the representative. It was reported that the patient's battery was determined to be overdischarged on (B)(6) 2018. The representative noted that there was an unsuccessful attempt to trickle charge and a battery change was performed on (B)(6) 2018 even though it was intended originally to be a lead revision only. The patient was switched to intellis and the issue was resolved. No further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the lead revision was due to an infection and the lead was explanted. The cause of the infection was unknown. No further complications reported.